Event description:
It was reported that during a right tranurethral ureteroscopic renal pelvis laser lithotripsy, a new fiber was used for the procedure. After being fired, it was discovered that the middle part of the fiber had fractured, causing the imaging parts to burn. The procedure was successfully completed using another device. There were no patient complications.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. However, the allegation against fiber break was confirmed, media inspection was performed, the fiber had a body break. It is likely that procedural handling and procedural conditions of the device during set-up or use contributed to the fiber body break. A partial body break or kink could have occurred during the set up and use and when the fiber was fired caused the break. Based on the information available, the investigation was assigned to cause traced to component failure which indicates that expected or random component failure without any design or manufacturing issue cause the event.

Event description:
It was reported that during a right transurethral ureteroscopic renal pelvis laser lithotripsy, a new fiber was used for the procedure. After being fired, it was discovered that the middle part of the fiber had fractured, causing the imaging parts to burn. The procedure was successfully completed using another device. There were no patient complications.